Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm after the insulin pump was exposed to an MRI scan. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump failed the displacement test and alarmed no delivery. The insulin pump passed the self test. Nothing further was reported.